Event description:
A report was received from the USA stating that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time that the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the malfunction. The cse performed extended self-testing on the device and all tests passed. Covidien ref: (B)(4).